Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator, product ID: 3387s-40, lot# v042082, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v042082, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient fell on (B)(6) 2015 and bumped her head on a door. Since then she had been showing symptom return and was not feeling well. She was having strength and stamina problems; the night prior to the report the patient had trouble getting out of a chair, which made the reporter check her implantable neurostimulator (ins). An end of service (eos) message was seen on the right side ins. The reporter made an appointment for the patient with a new doctor for pre-op evaluation on the wednesday following the report. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.